Event description:
It was reported that the patient sent a fax to technical services for strip review. She was wondering if there was far field r-wave sensing and wanted to know what the ab markers. Technical services reviewed the strips and there was far field sensing in the atrium. Possible reprogramming to partial plus pvab to help with the far field r-wave oversensing. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.